Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead dislodged as a result of the patient extending their arm. Inappropriate therapy was delivered due to the dislodgement. An attempt to reposition the lead was made but due to tissue stuck in the helix, the lead was explanted and replaced. The patient was stable throughout the procedure.